Event description:
It was reported that during a da vinci-assisted gastroplasty surgical procedure, the permanent cautery hook cable broke, making it impossible to clean and risking infection for the patient. The procedure was completed with a backup instrument of the same type with no reported injury. The procedure was delayed less than 15 minutes. There was no report of a fragment falling into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis as of the date of this report. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook was analyzed and failure analysis found the primary failure of instrument flush tube - missing to be related to the customer reported complaint. The instrument was found to have the flush tube missing. The flush tube was completely removed from the instrument and there was no sign of it remaining. The missing piece was not returned with the instrument. The complaint was confirmed by failure analysis. The probable root cause is attributed to flush tube - missing. This issue can be resolved by using an alternate instrument to complete the procedure.